Event description:
Patient was admitted for atrial fibrillation, rate 140-170 from the emergency department to the telemetry unit (coronary care unit). Patient was started on diltiazem drip (to decrease heart rate) at 5mg/hr. Later, a charge nurse was making her evening patient rounds when she noticed a puddle on the floor under the IV pole in the patient's room. Charge nurse traced the tubing and felt something wet on the first y site connection and even saw drops coming out of the connection (between the clear tubing and the white port) of the first y site. Tubing was changed. No leaking observed on the new tubing. Prior to discovery of the leak nurse kept going up on the rate due to patient's heart rate not going down. During charge nurse's rounds diltiazem drip was at 15mg/hr. Patient's heart rate eventually came down to the 90's and diltiazem was discontinued at 0550 next day. Tubing was sequestered and given to risk manager for reporting. The tubing had been in use so there was no packaging saved and no lot number known.